Event description:
It was reported that this right ventricular had a sudden drop in r-wave amplitude. The health care professional (hcp) placed a call to technical services (ts) to review the data. Upon review, it was noted that this implantable cardioverter-defibrillator (ICD) exhibited noisy signals oversensed intermittently on both right ventricular (rv) and right atrial (ra) channels. Additionally, low impedance measurements on the rv lead and high out-of-range impedance measurements on the ra lead were noted. An x-ray was performed and it was noted possible lead fracture on the ra lead. Troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular had a sudden drop in r-wave amplitude. The health care professional (hcp) placed a call to technical services (ts) to review the data. Upon review, it was noted that this implantable cardioverter-defibrillator (ICD) exhibited noisy signals oversensed intermittently on both right ventricular (rv) and right atrial (ra) channels. Additionally, low impedance measurements on the rv lead and high out-of-range impedance measurements on the ra lead were noted. An x-ray was performed and it was noted possible lead fracture on the ra lead. Troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.